Event description:
It was reported that a pt rec'd a burn to the neck during an exam with the torso array coil. The coil cable was such that it exited the coil in close proximity to the pt's neck. The pt reported a blister forming in this area. The horizon reference manual has a warning in stating "do not allow the surface coil to touch the pt; pt burns can result. Use a thermal resistant material or pad to keep the cable from touching the pt."